Manufacturer narrative:
Important medical event.

Event description:
Initial report: this non-serious spontaneous case from (B) (6) was received from a physician on 23-feb-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - local (B) (4). This case involves a female pt who received three sessions of poly-l-lactic (sculptra) therapy. Therapy dates were (B) (6) 2008 batch 7020, (B) (6)-2008 batch 7021, and (B) (6) 2008 batch 7022. No additional treatment details were provided. On (B) (6) 2009, the pt noticed nodules which were initially only palpable. On (B) (6) 2010, the pt visited her physician who stated the pt's skin had become "thinner" as time goes by and the nodules are now visible. Relevant medical history and concomitant medication info were not mentioned. Corrective treatment - none. Outcome - not recovered/ not resolved. A ptc (pharmaceutical technical complaint) was initiated (number nos). Physician's causality: possible. This case is associated to case (B) (4) by reporter.